Manufacturer narrative:
Reliability analysis inspected 4 opened and or used enlite sensors and found that one out of four sensors were broken near sensor base. It was unable to be determined if the part was missing or broken, due to the sensors being returned opened and used. It was unable to confirm the sertion anomaly due to customer not returning needle. The three remaining sensors passed. There were no broken or bent cannula anomalies.

Event description:
The customer reported via phone call of issues with their sensors. The customer states that one of the sensors ended up being bent. The customer's blood glucose level at the time was 108mg/dl. The customer states they are having issues with the insertion process. Troubleshooting was conducted. The customer is having their sensors replaced and they are also being returned.